Manufacturer narrative:
Initial and final MDR- (B)(4) -MDR - device 4 of 7. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced an occlusion issue event on (B)(6) 2026. The blood glucose level was 421 mg/dl, and treatment administered included a correction bolus via pump. No further information available.